Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the unit presented a nutrition leak between the tubing and the connector. The issue was noticed during patient infusion. There was patient involvement; but, no patient injury, medical intervention or adverse reaction is associated with this event.

Manufacturer narrative:
Investigation summary: the customer reported that the unit presented a nutrition leak between the tubing and the connector. The issue was found during patient infusion, however, did not result in patient injury/harm. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and a trend was not identified. The reported device was not returned for evaluation, however, a photograph was provided by the customer. Visual inspection of the photograph confirmed a leak between the cross-spike and tubing line. An investigation has been initiated to determine the root cause of this failure as it relates to the manufacturing/production process. This confirmed device failure will continue to be monitored and trended.